Event description:
It was reported thrombosis occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A 31 mm watchman flx pro closure device was successfully implanted. The patient was discharged. On (B)(6) 2026, the patient had transesophageal echocardiography (tee) imaging completed as part of a routine follow up. The tee showed layered thrombosis on the device. A complete seal was noted and no leaks were reported. There were no further complications.